Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancet would not fire on her onetouch delica lancing device. On (B)(4) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. On the evening of (B)(6) 2013, the patient claimed she felt symptoms of blurry vision and had ¿manual dexterity issues.¿ around that same time, the patient reportedly took more food and/ or drink. At the time of troubleshooting, the cca noted the correct lancets were being used. The alleged issue was resolved with troubleshooting. This complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after the alleged lancing device issue began.